Manufacturer narrative:
The reagent lot number is 814694. The expiration date was not provided. The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; an "abnormal aspiration (sample pipetter s1)" alarm was noted. The field service engineer (fse) inspected the analyzer and determined a contaminated fluid system and an occluded solenoid valve had caused the event. He performed a system fluid path decontamination and flushed and cleaned the solenoid valve for the cell evacuation vacuum supply. He performed diagnostic checks and an assay precision study with successful results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable total protein gen.2 assay result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 2.02 g/dl (2.0 g/dl). The repeat result from another analyzer was 6.59 g/dl the electrophoresis staff questioned the initial result prompting the patient sample rerun. The repeat result was deemed correct.